Event description:
It was reported that during an upper lobectomy procedure the surgeon fired the fourth firing with a gray cartridge and knife switch was difficult to actuate and retract the knife. The surgeon pushed the red button and pushed the trigger and the device knife then retracted. They completed the procedure with a new like device. There was no patient consequence reported. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. During which stroke did the event occur? 4th. What color cartridge was being used?gray. What other color cartridges were used before and after this event?gray. Was buttressing material utilized?no. If so, which product? Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue?no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.